Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported inflation issue cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a heavily tortuous mid circumflex artery. A 2.75 x 8 mm nc trek balloon catheter was advanced to the lesion; however, due to the severe tortuosity in the lesion, the balloon catheter could not fully inflate. The device was removed and the procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.